Manufacturer narrative:
Product analysis: it was determined at analysis that the bezel from the display was broken, the paper drawer was empty, the stylus was not working (the cursor on the screen didn't react), and errors were found in the software history. The part (touchscreen) required for the repair to restore functionality is no longer available. Due to this, the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for routine service and repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.